Event description:
Device 1 of 3. Reference MFR. Report #: 1627487-2015-25047 and 1627487-2015-25048. The patient has two lead from the same lot number. Follow- up revealed the patient underwent surgical intervention where the physician explanted and replaced the patient's extensions which resolved the issue. The patient's lead remains implanted. The patient's extensions have been added to this event as new device reports (device 2 and device 3). The implant date for the following device is unknown: model: 3788, scs ipg.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient ((B)(6)) is experiencing ineffective stimulation. Lead diagnostic testing revealed invalid impedance measurements. In turn, the patient may undergo surgical intervention at a later date.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.